Manufacturer narrative:
(B) (4). (B) (4). The other three promus stents are being reported under separate medwatch report numbers. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Evaluation summary: in this case, there was no reported product deficiency. Hypotension, pain, and thrombosis are known adverse events as listed in the promus IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that all four promus stents were overlapping, it should be noted that the promus IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions, with reference vessel diameters of 2.5 mm to 4.25 mm. Use of more than two stents to treat lesions longer than 28 mm has not been evaluated and may increase patient complication risks. Additionally, it was reported that the patient experienced a non-st myocardial infarction (mi) less than 72 hours prior to the procedure. The promus IFU also cautions: safety and effectiveness of the promus stent have not been established for subject populations with lesion lengths greater than 28 mm and recent acute myocardial infarction (ami). In this case, it cannot be determined whether the IFU deviations contributed to the reported patient effects.

Event description:
Device issue: none. Adverse event: thrombosis requiring intervention. Onset of adverse event: post procedure. It was reported that after pre-dilatation, a 2.5 x 12 promus stent was deployed across the ostium with a small amount extending into the right coronary artery (rca). A promus 3.0 x 12 mm stent was deployed at the distal edge of a promus 3.0 x 28 stent and a 3.0 x 23 promus was deployed covering the proximal edge, covering a long segment of disease in the proximal rca. All stents were overlapping and successfully placed. Post procedure, the patient was sent to their hospital room; however, that evening the patient began to complain of pain and became hypotensive. The patient was taken back to the cath lab for emergent pericardiocentesis and right coronary artery angiography. Thrombus was observed distal to the stents and was successfully aspirated using a non-abbott aspiration device. Following angiography, "green material" was observed in the thrombus which may have been the same green material used on the aspiration device. The hypotension was treated with dopamine, epinephrine and blood administration. The patient was not discharged on any hypotension medication; however, blood pressure remained low. No additional event or patient information is available.